Manufacturer narrative:
Conclusions: the scale was recalibrated.

Event description:
It was reported by service report that the bed had an issue with the scale. No patient involvement or adverse consequences are reported.